Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that a dialyzer blood leak was discovered following the completion of the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn) and the biomedical technician (biomed). The blood leak was noted as being an internal blood leak. The leak was visually observed in the line upon removing the needle post-treatment. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. There was no defect or damage noted on the dialyzer. There was no patient injury or medical intervention required as a result of this event. The patient's blood had already been rinsed back. The patient¿s estimated blood loss (ebl) was not quantified but described as "minimal." The machine was disinfected and remains in service without reoccurrence of the reported issue. No parts are available to be returned to the manufacturer for physical evaluation.

Event description:
The facility administrator (fa) reported to fresenius that a dialyzer blood leak was discovered following the completion of the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn) and the biomedical technician (biomed). The blood leak was noted as being an internal blood leak. The leak was visually observed in the line upon removing the needle post-treatment. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. There was no defect or damage noted on the dialyzer. There was no patient injury or medical intervention required as a result of this event. The patient's blood had already been rinsed back. The patient¿s estimated blood loss (ebl) was not quantified but described as "minimal." The machine was disinfected and remains in service without reoccurrence of the reported issue. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.